Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the skin was prepped with alcohol prior to sensor insertion. No photo was provided. The patient went to an urgent care clinic for evaluation. The patient was found to have an abscess and the doctor performed an incision and drainage procedure on the area. The patient was also prescribed an oral antibiotic and a topical cream; however, the patient can not recall the names of these medications. The patient went home later the same day. The patient was in stable condition at the time of report. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).